Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications.the device remains implanted, so no engineering investigation could be performed.

Event description:
On (B)(6) 2014, the patient presented with an aneurysm in the visceral arteries. Two dacron bifurcated grafts and two gore hybrid vascular grafts were used for the procedure. The two dacron grafts were implanted in the visceral arteries and the two gore hybrid vascular grafts were used for the debranching procedure of the renal arteries. When the hybrid vascular graft was inserted in the left renal artery, a high friction was observed, but the medical device deployed successfully. After the procedure an x-ray was performed and showed a thrombus on the anastamosis between the dacron graft and the gore hybrid vascular graft on the left renal artery side. A thrombectomy was performed and resulted with a good distal blood flow. On (B)(6) 2014, it was observed that both gore hybrid vascular grafts were occluded and the renals were no longer supplied with blood.

Manufacturer narrative:
W.l. Gore & associates received the information that the patient is currently receiving dialysis treatment.